Manufacturer narrative:
Medical device expiration date: n/a. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [200808026] noted for cracked hubs. Conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported during use the relion® insulin syringe needle hub separated from the device. The following information was provided by the initial reporter: consumer reported "having a hard time removing shields from some of the syringes, stated, when the shields eventually come off, the needle hub separates." Additional non reportable event type(s) were reviewed with the following rationale: shield/cap does not attach/detach. Difficulty attaching/detaching shield/cap may lead to customer dissatisfaction but it is unlikely to lead serious injury.